Manufacturer narrative:
(B)(4). Batch#: u93x30. Investigation summary: the device was returned with the upper jaw and I-blade upper tip detached and not returned. In addition, the cable was observed cut off. Due to the returned condition of the device, no functional testing could be performed with the generator. However, the device was mechanically tested and no anomalies were noted. The instrument was disassembled to inspect the internal components and no anomalies were noted that could have contributed to the reported activation issues. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during a total abdominal hysterectomy the device was clamped down on tissue and the knife blade broke off. It flew over the surgeon's shoulder and landed on the floor. The procedure was completed with a like device with no patient consequences reported.